Manufacturer narrative:
Batch review performed on 09 march 2018' lot 136296: (B)(4) items manufactured and released on 12 february 2014. Expiration date: 2018-12-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference 01.29.208 (k112115) lot 141168: (B)(4) items manufactured and released on06 may 2014 expiration date: 2019-03-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 medacta has been informed by the sales agent that the patient came in complaining of pain. The cause of pain is unknown at this time. On (B)(6) 2018 surgeon revised the patient.